Event description:
The manufacturer received information alleging the dreamstation 2 advanced auto CPAP device water reservoir gets to hot and make plastic brittle. Units get too hot it leaks and cause bru device is not functioning. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text: device not returned to manufacturer.

Manufacturer narrative:
Additional information was received on 17 mar 2022 and section h11 should be reported as: the manufacturer received information alleging the dreamstation 2 advanced auto CPAP device water reservoir gets to hot and make plastic brittle. Units get too hot it leaks and cause bru device is not functioning. There was no report of patient harm or injury. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Section g and h updated in this report.